Event description:
It was reported that the video processor had the olympus logo appears on the liquid crystal display (lcd) touch screen, but the device fails to boot. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; d9; g3; h2; h3; h6 and h11. Corrected field: e1. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: display getting blackout; defective printed circuit board (cp board); burn on the printed circuit board (cp board and dp board). A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.